Event description:
Post-op bleed reported.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR. Device was discarded by facility therefore, an investigation could not be performed. Lot number was not provided therefore, a lot history record review was not conducted.